Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the down arrow button requires either several presses or harder presses to obtain a response. She noted that the down arrow button does not click and spring back as expected, and that the button feels flat and stiff. The family member stated that there is no physical damage to the rubber keypad; the patient does not expose the pump to water; and the patient wears the pump on pants with a clip.